Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and cloudy drain. The cause of the event was not reported. The patient was hospitalized one day after the onset. The patient was treated with an unspecified antibiotic (dose, route, frequency and duration were not reported). At the time of this report, the patient was still under observation. Pd therapy was ongoing. No additional information is available.